Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral reducible inguinal hernia. It was reported that after implant, the patient experienced additional surgery, infection, underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac and laparoscopic repair of ventral hernia with mesh due to a symptomatic large ventral/incisional hernia, mesh removal, revision, acute gastritis, gerd, hiatal hernia, tenderness, bulging, aching, cystic mass along lower hernia repair, lower abdominal wall abscess, left inguinal/groin abscess, groin site swelling, redness, draining pus in left groin, non-healing abdominal wall wound, mesh infection of the abdominal wall/left groin, abscess with foul smelling material and infected mesh, colocutaneous fistula, portion of small intestine adherent to abscess tract necessitating bowel resection, dense intra-abdominal adhesions, recurrent ventral incisional hernia, chronic infection up the left gutter to a fistula in the splenic flexor of the colon, significant fibrosis of the left lower quadrant and left gutter, recurrent hernia below prior ventral mesh totaling after mesh excision, and small bowel serosal injury. Post-operative patient treatment included additional surgical procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of bilateral inguinal hernia with mesh. He had revision surgery 1 year and 3 months post-surgery. At this time, he underwent an incisional and drainage of abscess, left groin, partial explantation of prosthetic mesh, and application of wound vacuum sponge dressing. The patient experienced additional surgery, infection, mesh removal, revision. In between the two surgeries, he underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac, and laparoscopic repair of ventral hernia with mesh due to a symptomatic large ventral/incisional hernia in (B)(6) 2016. Medical history: colon polyp, acute gastritis, gastro-esophageal reflux disease with esophagitis. Past surgeries: appendectomy, vasectomy. Family history: mother (malignant lung tumor died at 67).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral reducible inguinal hernia. It was reported that after implant, the patient experienced additional surgery, infection, underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac and laparoscopic repair of ventral hernia with mesh due to a symptomatic large ventral/incisional hernia, mesh removal, revision, acute gastritis, gerd, hiatal hernia, tenderness, bulging, aching, cystic mass along lower hernia repair, lower abdominal wall abscess, left inguinal/groin abscess, groin site swelling, redness, draining pus in left groin, non-healing abdominal wall wound, mesh infection of the abdominal wall/left groin, abscess with foul smelling material and infected mesh, colocutaneous fistula, portion of small intestine adherent to abscess tract necessitating bowel resection, dense intra-abdominal adhesions, recurrent ventral incisional hernia, chronic infection up the left gutter to a fistula in the splenic flexor of the colon, significant fibrosis of the left lower quadrant and left gutter, recurrent hernia below prior ventral mesh totaling after mesh excision, and small bowel serosal injury. Post-operative patient treatment included additional surgical procedures.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral reducible inguinal hernia. It was reported that after implant, the patient experienced infection, acute gastritis, gerd, hiatal hernia, tenderness, bulging, aching, cystic mass along lower hernia repair, lower abdominal wall abscess, left inguinal/groin abscess, groin site swelling, redness, draining pus in left groin, non-healing abdominal wall wound, mesh infection of the abdominal wall/left groin, abscess with foul smelling material and infected mesh, colocutaneous fistula, portion of small intestine adherent to abscess tract,dense intra-abdominal adhesions, recurrent ventral incisional hernia, chronic infection up the left gutter to a fistula in the splenic flexor of the colon, significant fibrosis of the left lower quadrant and left gutter, recurrent hernia below prior ventral mesh, and small bowel serosal injury. Post-operative patient treatment included additional surgical procedures, underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac and laparoscopic repair of ventral hernia with mesh d ue to a symptomatic large ventral/incisional hernia, mesh removal, revision, bowel resection, and wound vac.

Manufacturer narrative:
Additional information: a5a (ethnicity) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral reducible inguinal hernia. It was reported that after implant, the patient experienced inflammation, seroma, perforation, pain, infection, acute gastritis, gerd, hiatal hernia, tenderness, bulging, aching, cystic mass along lower hernia repair, lower abdominal wall abscess, left inguinal/groin abscess, groin site swelling, redness, draining pus in left groin, non-healing abdominal wall wound, mesh infection of the abdominal wall/left groin, abscess with foul smelling material and infected mesh, colocutaneous fistula, portion of small intestine adherent to abscess tract, dense intra-abdominal adhesions, recurrent ventral incisional hernia, chronic infection up the left gutter to a fistula in the splenic flexor of the colon, significant fibrosis of the left lower quadrant and left gutter, recurrent hernia below prior ventral mesh, and small bowel serosal injury. Post-operative patient treatment included medication, hospital care of wound after surgery, incision and drainage of abscess, partial removal of mesh, additional surgical procedures, underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac and laparoscopic repair of ventral hernia with mesh due to a symptomatic large ventral/incisional hernia, mesh removal, revision, bowel resection, and wound vac.

Manufacturer narrative:
Additional information: b5 b6, b7, h6 (added patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral reducible inguinal hernia. It was reported that after implant, the patient experienced inflammation, seroma, perforation, pain, infection, acute gastritis, gerd, hiatal hernia, tenderness, bulging, aching, cystic mass along lower hernia repair, lower abdominal wall abscess, left inguinal/groin abscess, groin site swelling, redness, draining pus in left groin, non-healing abdominal wall wound, mesh infection of the abdominal wall/left groin, abscess with foul smelling material and infected mesh, colocutaneous fistula, portion of small intestine adherent to abscess tract, dense intra-abdominal adhesions, recurrent ventral incisional hernia, chronic infection up the left gutter to a fistula in the splenic flexor of the colon, significant fibrosis of the left lower quadrant and left gutter, recurrent hernia below prior ventral mesh, fluid collection, bacterial infection, air collection, fever, draining sinus, swelling, acute renal failure, hiccups, nausea, vomiting, expected postop ileus, abdominal pain, and small bowel serosal injury. Post-operative patient treatment included medication, hospital care of wound after surgery, incision and drainage of abscess, partial removal of mesh, additional surgical procedures, underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac and laparoscopic repair of ventral hernia with mesh due to a symptomatic large ventral/incisional hernia, mesh removal, revi sion, bowel resection, CT scan, hospitalization, drains placed, colectomy with end ostomy placement, x-rays, and wound vac placed/removed.

Manufacturer narrative:
Additional information: (added patient and imf codes) ime e2402: gerd, fibroadipose tissue, fibrocollagenous tissue, histiocytic reaction, air collection, sinus,ileus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral reducible inguinal hernia. It was reported that after implant, the patient experienced inflammation, seroma, perforation, pain, infection, acute gastritis, gerd, hiatal hernia, tenderness, bulging, aching, cystic mass along lower hernia repair, lower abdominal wall abscess, left inguinal/groin abscess, groin site swelling, redness, draining pus in left groin, non-healing abdominal wall wound, mesh infection of the abdominal wall/left groin, abscess with foul smelling material and infected mesh, colocutaneous fistula, portion of small intestine adherent to abscess tract, dense intra-abdominal adhesions, recurrent ventral incisional hernia, chronic infection up the left gutter to a fistula in the splenic flexor of the colon, significant fibrosis of the left lower quadrant and left gutter, recurrent hernia below prior ventral mesh, fluid collection, bacterial infection, air collection, fever, draining sinus, swelling, acute renal failure, hiccups, nausea, vomiting, expected postop ileus, and small bowel serosal injury. Post-operative patient treatment included medication, hospital care of wound after surgery, incision and drainage of abscess, partial removal of mesh, additional surgical procedures, underwent a laparoscopic exploration of the abdominal cavity, laparoscopic resection of the hernia sac and laparoscopic repair of ventral hernia with mesh due to a symptomatic large ventral/incisional hernia, mesh removal, revision, bowel resection, CT scan, hospitalization, drains placed, colectomy with end ostomy placement, and wound vac placed/removed.